Event description:
Incoming information noted a rv defib oor high impedance alert and a high rv threshold. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).